Event description:
The facility's biomed reported an infusion pump with a failure code 531. This report was noted during biomedical testing. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested regarding the testing that was performed, but no additional info was available. Additional contact info was requested but no additional contact was identified.